Manufacturer narrative:
H.6. Investigation: DHR reviewed found no non-conformities. Customer return sample was received for evaluation. The team reviewed the packaging process and identified process controls, which were found in place in working conditions. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The customer return samples however showed a lot of holes looking like pests infestations. Infestation is the state of being invaded or overrun by pests. There are chances that the storage conditions at the distributor / customer end is compromised causing the package integrity to be compromised. The storage conditions on the distributor will be further investigated and will be shortly initiated.

Event description:
It was reported that dust particles were noticed inside the bd emerald¿ syringe with needle during use. The customer reported 100 occurrences of this event with this lot.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dust particles were noticed inside the bd emerald¿ syringe with needle during use. The customer reported 100 occurrences of this event with this lot.